Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
Spouse reported the patient had high blood glucose. Supplies were changed, and glucose trends were rising before the call but began leveling and trending downward during the call. No ketone check performed at that time. No follow-up needed at that moment. Later the same day, the patient disconnected from the ilet for a few hours due to infusion site issues and reported the previous site was kinked. No signs of dka reported. Patient and spouse obtained ketone test strips, and trace ketones were recorded at 9:00 pm mst. Manual insulin was administered. Injection site rotation was discussed. Plan was to reconnect the ilet with a new infusion site once glucose levels decreased. Follow-up calls on 12/25 and 12/27 were unanswered. Voicemail's left. Case closed.